Event description:
Customer reported one patient received false negative results. The initial result was sars negative and pcr test confirmed a positive result. The pcr confirmatory test was named diasorin simplexa. It is unknown if the patient was symptomatic. The customer also communicated additional events that occurred on the same day of testing which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion:tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.